Event description:
Foresight probe was discontinued this am. When band removed, noted pressure wound/burn noted on right side of forehead.

Event description:
Foresight probe was discontinued this am. When band removed, noted pressure wound/burn noted on right side of forehead.